Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the suction coagulator caused a first degree burn to the right corner of the mouth of the patient approximately 1cm size. Burn site was applied with silvadene cream medication. Other handpiece worked fine with the generator used.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The customer reported the device related burn and a first-degree burn. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found no defects in the device. Continuity was checked between the electrode tip and the plug with satisfactory results. The device was plugged into a generator and activated with satisfactory results. The device passed hipot testing. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.